Event description:
I am allergic to nickel. The doctor never said these contained nickel. I also had bad periods and pain so bad I was doubled over. I also had rash from head to toe. When I had essure removed in (B)(6) of 2013, symptoms went away which included back pain pelvic pain constant infections, bloating, weight, etc. You name I had it.